Event description:
It was reported that the customer inadvertently delivered a 10 unit bolus instead of a bolus for 10 carbohydrates consumed. Subsequently, the customer¿s blood glucose level dropped and the customer loss consciousness. A low bg value was not provided. The customer consumed 10 dextrose tablets and experienced confusion upon regaining consciousness 4 hours later, and the paramedics were called. The customer was taken to the emergency room and admitted to the intensive care unit (ICU). While in the ICU the customer was treated for hypothermia, aspiration pneumonia, and was given unspecified intravenous fluids. The customer was released from the ICU on 04-26-2026 with the issue resolved and ¿harmful effects on the heart and kidneys sustained.¿ the customer continued to use the pump for insulin therapy.